Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states they woke up with 27mg/dl and treated with drink and food. The customer's blood glucose at the time was 236mg/dl. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The cusotmer decliend to return out of warranty pump.